Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Suspected cause was due to customer playing with the pump touch screen and inadvertently delivered a bolus. Customer confirmed that bolus was delivered due to user error. Customer received assistance and was provided with carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.